Event description:
This report is in reference to the mpm1 (multi-parameter monitor). It was initially reported that the mpm1 (multi-parameter monitor) and the 1104bt (intracranial pressure / temperature monitoring kit) were used on the patient on (B)(6), 2012. On (B)(6) 2012, the doctor stated that the intracranial pressure (icp) was not reading on the monitor. The 1104bt catheter was broken. The 1104bt catheter was replaced with a new catheter (type, catalog number, and lot number not provided) and the icp was "ok". On (B)(6) 2012, the doctor stated that the intracranial temperature (ict) was not reading on the monitor and that the new catheter was "ok". Additional clinical information was received on (B)(4) 2012 with the following: since the mpm1 monitor read the icp on the new catheter but not the ict, the patient was continuously monitored for icp only. The temperature was measured intracranially with another system. There was no patient injury. Patient outcome was reported as improved with decreased icp. Additional clarification has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.